Manufacturer narrative:
Product analysis: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that the patient developed an infection after a hematoma evacuation. The right atrial (ra) lead, right ventricular (rv) lead, and implantable cardioverter defibrillator (ICD) were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.